Event description:
A surgeon reported during intraocular lens (iol) implant surgery the plunger was very hard to push and the iol shot into the eye resulting in a posterior capsule tear. The surgeon stated despite the tear the iol was placed during the same surgery. In follow-up the surgeon stated the pt is doing well. The surgeon indicated the use of an unapproved viscoelastic. Additional info has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Additional info was provided, which indicated the use of an unapproved viscoelastic. No root cause could be identified by the investigation. No sample was returned. The use of an unapproved viscoelastic may contribute to unpredictable outcomes, which may result in lens damage or improper delivery. There have been no other complaints reported in the lot number. (B)(4).